Event description:
It was reported that the procedure was to place a lead in the left ventricle. A whisper guide wire was being advanced through a lead when the wire felt sticky. The wire was removed and the nurse saw black debris on her gloves. A second whisper wire was advanced and the same issue occurred. A non-abbott wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional whisper device referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The foreign material was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear the violation of the IFU caused or contributed to the reported difficulties.